Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 3008452825-2018-00021, 2030404-2018-00004, 2030404-2018-00005, 3008452825-2018-00022. During an atrial fibrillation ablation procedure a pericardial effusion occurred. After ablation was performed on three pulmonary veins, the heart did not appear to move properly on fluoroscopy and the patient became hypotensive. A echocardiogram was performed which revealed the pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.